Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override on the unit but not on the server. A technical support specialist dialed in to the server and checked the status of station, confirming that it was not in critical override. Verified that the station was communicating with the server with no upload or download issues. Reviewed the station status in the background without taking it offline and confirmed that the critical override condition was no longer present. An email update was sent to the customer, and no response was received over the following days, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in critical override on the unit but not on the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.